Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. All buttons functioned properly on the device. There was no damage on the keypad assembly during visual inspection. The insulin pump was received with cracked case on the display window corners, scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose reading was 434 mg/dl. Customer treated their high blood glucose via an insulin injection. Troubleshooting for keypad anomaly was performed. Customer advised they successfully completed the rewind process but the act button was unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.